Manufacturer narrative:
Investigation: 2 samples were returned to sbdm, the lot number is 1901222, 1901223. Complaint samples leakage test: sbdm conducted leakage test on the 2 complaints samples and results are: when pulled straight, the syringes show no leakage or air aspiration. When pulled obliquely, the syringes show no leakage or air aspiration. Complaint samples needle leak test: when pulled straight, the needles show no leakage. When pulled obliquely, the needles show no leakage. Leakage test by air pressure: sbdm conducted leak test of the complaint samples received by air pressure under 0.72mpa, there was no leakage in the 2 complaint samples. Dimension measurement: for the 2 complaint samples, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f20.05 +/- 0.05mm. Samples were measured at f20.038, f20.049. Stopper outer diameter: spec f21.0 + 0.05mm. Samples were measured at f21.023, f21.013. Leak test results by different batch of stopper raw material: sbdm conducted the leakage test of 1,500 samples in each different batch of stopper raw material, after all manufacturing process was finished included sterilization. There was no leakage in a raw material lot no. 20190304-1 but, 2 leakage sample were found in a raw material lot number 20190311-1 house sample inspection: sbdm inspected 30 pcs house samples from lots 1812212, 1901222, 1901223, no abnormality was observed. DHR review: sbdm reviewed the manufacturing record for lot 1901222, 1901223, no abnormality observed. Root cause: from investigation, sbdm could not find air aspiration in the complaint samples. Sbdm indicate possibility of stopper raw material specification being wide that cause the complaint case. The stopper injection condition should be changed according to the stopper raw material batch changed but line workers kept the best injection condition that they found before. Sbdm will request to raw material supplier to meet the spec similar with raw material lot no. 20190304-1 that was tested with no leakage using current injection condition of the barrel by sbdm. Also, using stopper raw material lot no. 20190311-1 sbdm found 2 leakage samples with current injection condition. Sbdm will try to find the best injection condition for the barrel to match the stopper.

Event description:
It was reported that during use of the syringe 20ml 18g 1-1/2in there was an issue with air injection. The following information was provided by the initial reporter: air injection.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1901222, medical device expiration date: 2022-01-21, device manufacture date: 2019-02-15. Medical device lot #: 1901223, medical device expiration date: 2022-01-21, device manufacture date: 2019-02-15. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 20ml 18g 1-1/2in there was an issue with air injection. The following information was provided by the initial reporter: air injection.